Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 14, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(4) 2022 due to skin necrosis. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on july 20, 2022.

Manufacturer narrative:
This report is submitted on august 19, 2022.

Manufacturer narrative:
Correction: b4 (date of this report) and g3 (date received by manufacturer) was reported incorrectly in the previous report. The correct b4 (date of this report) and g3 (date received by manufacturer) should have been april 04, 2022. This report is submitted on may 06, 2022.

Manufacturer narrative:
Per the clinic, the patient developed a wound dehiscence and subsequently underwent a surgical procedure to close the wound. The implanted device remains. This report is submitted on june 20, 2022.